Event description:
Additional information: during advancement, the xience pro stuck in the guiding catheter and the devices were removed as a single unit.

Event description:
It was reported that the procedure was to treat a chronic totally occluded unknown coronary artery. A 4.0 x 15 mm xience pro stent delivery system was being advanced through a guiding catheter when there was resistance and the stent implant was damaged. A 4.5 x 15 mm xience pro stent was implanted to successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The difficult to position and remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent damage or difficult to position/remove with the guiding catheter from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.